Event description:
It was reported that the right atrial (ra) lead exhibited undersensing. Technical services (ts) reviewed device data and was unable to determine the cause, and recommended troubleshooting options. This ra lead remains in service. No adverse patient effects were reported. Additional information was received that this ra lead was explanted and received for analysis. Other than the surgical procedure, no additional adverse patient effects were reported.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing. Technical services (ts) reviewed device data and was unable to determine the cause, and recommended troubleshooting options. This ra lead remains in service. No adverse patient effects were reported. Additional information was received that this ra lead was explanted and received for analysis. Other than the surgical procedure, no additional adverse patient effects were reported. The "no problem detected" investigation conclusion code was selected based on analysis of the returned product. Analysis found no evidence of device anomaly outside the bounds of normal medical use.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing. Technical services (ts) reviewed device data and was unable to determine the cause, and recommended troubleshooting options. This ra lead remains in service. No adverse patient effects were reported.